Event description:
It was reported that during a ptca procedure, on the second attempt to advance the dilatation catheter over the guide wire, resistance was met. The guide wire became fixed within the dilatation catheter. It appeared that the coating of the guide wire had been pushed to form a raised area. No pt injury was reported. This report is being filed based on the investigative results of the returned product which revealed that the tip had separated.